Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed no capture, no sensing, and rise in pacing impedance on the right ventricle leadless pacemaker (rvlp). The rvlp dislodged and went on the lung. On (B)(6) 2025, the physician elected to retrieve and reposition the rvlp. The patient condition was stable following the procedure.

Manufacturer narrative:
Correction: h6 updated to include failure to capture, failure to sense, high impedance codes.